Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured while being pulled back toward the vessel wall at the sheath insertion site. This occurred after treatment via ipsilateral approach from the right groin in a right superficial femoral artery (sfa) stenosis case. The device was removed, and a new device was used to achieve hemostasis without issue. There was no reported patient injury. The device was primed according to the procedure, and the sheath remained in the vessel during the event. There was no stent placed proximal to the hemostasis site, and no remarkable calcification was observed. The cause is unknown. The complaint was filed as a product malfunction. The device was not returned for evaluation as it was discarded. A product history record (phr) review of lot j2519902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ could not be observed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to balloon rupture reported. However, access site vessel characteristics (even though it was reported that there was no stent placed proximal to the hemostasis site, and no remarkable calcification was observed) and/or concomitant device factors are likely since calcification/pvd at the access site, and/or other procedural devices (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynx control IFU, which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram prior to using the mynx control vcd: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured while being pulled back toward the vessel wall at the sheath insertion site. This occured after treatment via ipsilateral approach from the right groin in a right superficial femoral artery (sfa) stenosis case. The device was removed, and a new device was used to achieve hemostasis without issue. There was no reported patient injury. The device was primed according to the procedure, and the sheath remained in the vessel during the event. There was no stent placed proximal to the hemostasis site, and no remarkable calcification was observed. The cause is unknown. The complaint was filed as a product malfunction. The device will not be returned for evaluation as it was discarded by the facility.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot j2519902 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.